Event description:
It was reported that the device was unplugged for transport and displayed 23 volts. After a short transport (2-floors) the voltage displayed 19 volts. The unit never turned off and staff was able to plug the unit in while in ICU without disrupting therapy. Two days later the unit was switched for another. (B)(4). MFR #8010762-2015-00446.